Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right atrial (ra) lead had unspecified malfunction and upon removing the lead, it was noted that the lead's body had twisted. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of helix mechanism issue and ¿lead body was twisted¿ were confirmed. As received, a complete lead was returned. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil was overtorqued at the connector region consistent with procedural damage which contributed to the reported event of ¿lead body was twisted¿. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil.